Manufacturer narrative:
Upon follow up the caregiver reported the cause of the peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis was not reported. On an unreported date, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved or if the patient was recovered from the peritonitis event prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.